Manufacturer narrative:
The reported events of noise oversensing and high pacing impedance were not confirmed by analysis. As received, a complete lead in three separate pieces was returned for analysis. Final analysis found that due to the condition of the lead, the test for impedance could not be performed. During analysis, an event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion, consistent with friction against the device can. No further anomalies were found.

Event description:
Product reference number: 2017865-2025-27773. It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead exhibited high pacing impedance and noise oversensing. The ra lead and rv lead were explanted and successfully replaced. The patient was stable.